Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1861 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rn inserted a PICC in a patient and a piece of the 3cg stylet tip broke off in the patients arm. It is reported that the piece of wire was successfully removed. No other information was provided.